Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR:2134265-2017-00987. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was performed. The watchman® access system (was) was positioned in the laa. However, while performing a partial recapture of the closure device, the was became kinked before the shoulders of the closure device were recaptured. They were unable to do a partial recapture, so the device was deployed and the procedure was successful. No patient complications were reported and the patient's status is stable.